Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call on (B)(6) 2018 that they were having issues with insulin delivery. Patient reported high blood glucose of 532mg/dl and was treated with manual injection insulin pen. Patient also reports that they have been having issues with their blood glucose lately. Troubleshooting occurred and patient is fine. Product will not be returned for analysis.